Event description:
During a laparoscopic left hemicolectomy, the first load of the surgical stapler worked as expected, but the second load did not work properly. It fired and cut only halfway then got jammed. A third load was used to complete the original surgical procedure. Following the incident, the manufacturer provided a tracking # and packaging for the return of the defective device.

Event description:
During a laparoscopic left hemicolectomy, the first load of the surgical stapler worked as expected, but the second load did not work properly. It fired and cut only halfway then got jammed. A third load was used to complete the original surgical procedure. Following the incident, the manufacturer provided a tracking # and packaging for the return of the defective device.